Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenotic and calcified lesion was located in the proximal segment of the left anterior descending artery (lad). The 3.0mm x 12mm quantum maverick balloon catheter was advanced to the lesion and inflated; the balloon ruptured at 18 atmospheres of pressure (atm's). The number of inflations and to what (atm's) is unknown. The balloon was used for both pre and post dilation. The procedure was completed with another device. No patient injury or complications were reported. The patient's condition was reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.